Event description:
Nearing the end of a transaortic tavr procedure, an aortic dissection was noted beginning from or below the stj and extending to the innominate artery. Initially, once the 23mm sapien valve was implanted it was determined that there was 2+ paravalvular leak (pvl). 1cc was added to the ascendra 3 delivery system for post dilation. The first post dilation was too low into the ventricle, the top 25% of the balloon was in the sapien valve and the remaining portion of the balloon was in the lv. The post dilation was not satisfactory and the balloon was repositioned more centrally and evenly on the sapien valve. The 2+ pvl was then reduced to 1+ or mild; however a slight central leak was noted. During assessment, the pressure spiked to a systolic of 214mmhg due to vasopressor support to help the patient recover from the previous pacing runs from the two post dilations. An echo and a final angio confirmed that the overall aortic regurgitation was less after the two post dilations. Nothing abnormal was appreciated at that time. The delivery system and the sheath were removed to begin closure of the ascending aorta. The doctor was closing the purse strings and could not get hemostasis. An aortic dissection was suspected and then confirmed with an echo. It was decided that a stent graft would not work to seal the dissection due to its location and a total root replacement was not an option due to age and frailty. The patient expired as result of the aortic dissection. Per report, there was no dissection present either by angio or echo after the second (last) post dilation and a theory posed was that whatever disruption may have been caused by the post dilations, it was exacerbated by the spike in blood pressure.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, per report, the dissection may have started during the post dilations and it may have been exacerbated by the spike in blood pressure. There is no indication this event was a result of a dysfunction of the ascendra 3 sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.